Manufacturer narrative:
Correction:d4:corrected UDI informationh4:corrected device manufacturer date

Manufacturer narrative:
The suspect device has not been returned for evaluation. Vyaire technical support planned to visit onsite to check the unit. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us display turn to white screen while on a patient. Furthermore, patient was transferred to another device, no harm reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, investigations performed by imt on similar cases proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, a bug fix improvements will be implemented on next sw release.